Manufacturer narrative:
(B)(4). It was reported that the procedure was a total knee replacement on the right side and it was performed on 08/06/2015. After the patient developed the cellulitis type reaction, the patient was treated with flucloxacillin. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and topical skin adhesive was used for skin closure. A patient experienced cellulitis type reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that, during procedure, the incision was not re-prepped before closure, one layer of topical skin adhesive was applied over staples on the right knee superficially and then covered with leukomed dressing. It was used a spinal and ga anesthesia. Two weeks following the procedure, on (B)(6) 2015, the patient experienced a cellulitis type reaction. It was also reported that diagnosed cellulitis appeared irregular like ¿the edge of the glue smear 1cm wide¿ and lateral drips of topical skin adhesive developed redness. The patient was treated additionally with oral antihistamine, and, possibly, over the counter hydrocortisone ointment. The medication was administered on (B)(6) 2015. The topical skin adhesive was not removed. The physician opined that the patient had an allergic response to glue. Currently, the patient is doing ok and wound settled with no other intervention.